Event description:
It was reported that the surgeon attempted to insert an aa4203tl silicone plate lens with toric and the lens coming out of the injector. There was no patient injury. Further information was requested from the surgeon, but not yet forthcoming. If any additional information is received, a supplement medwatch form will be submitted.

Manufacturer narrative:
Evaluation results - other: visual inspection of the returned product showed that the lens was split in half and both haptic plates were torn off and missing. There was evidence of a clear surgical residue. Conclusion: other - an investigation was opened to evaluate a complaint trend associated with lens tears. The damage to the lens, as observed and photographed upon the return of the lens to staar, can not be definitively and exclusively correlated to a specific root cause. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.